Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and stated the scope rotated from 30 down to 30 up and the hand control moved. The surgeon moved over to console 1 to finish the case. No errors in logs for why scope flipped up. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse could not replicate the inverted image and there were no issues found during system evaluation. The system was tested and verified as ready for use. While a definitive root cause cannot be established since the fse was unable to replicate the issue and the reported product was not returned for failure analysis, a common cause for this failure is commonly associated with improper setup by the user, specifically involving the endoscope controller and/or the sterile adapter.